Manufacturer narrative:
Additional information: additional information received reported the patient exam was deleted off the system. The registration was no longer available. Correction: unique device identifier (UDI) was corrected. Device manufacture date was corrected.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy of 3 millimeters was observed while navigating in the maxillary sinus. After registration, surgeon felt accurate on superficial anatomy however, when the surgeon went deeper into patient anatomy inaccuracy was observed. Surgeon proceeded with procedure by taking the inaccuracy into account. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.